Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly. Multiple mdrs were filed for this event (reference 0001825034-2017-01892 & 01893).

Event description:
Journal article, "preparation of the femoral bone cavity for cementless stems: broaching vs compaction. A five-year randomized radiostereometric analysis and dual energy x-ray absorption study" was received involving cementless hydroxyapatite-coated bi-metric stems (biomet, inc.), reported that one patient had poor range of motion 2 years post-implantation. The patient underwent a revision and removal of ectopic calcification. Attempts to obtain additional information have been made; however, no more is available at this time. Patient outcome is unknown.